Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the device was found in a good condition. Only the spring is plastically deformed as reported in this complaint. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document/ specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint condition is confirmed due to the deformed spring. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information. We suppose that a mechanical overload situation during use could lead to the deformation. We are aware that this is very delicate spring which requires extra caution during use. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot . Part: 312.080, lot: 1l32565, manufacturing site: haegendorf, release to warehouse date: 15.oct.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, when the central material room staff checked the devices before the surgery, it was found that a spring of the drill sleeve in question was expanded improperly. Another device was delivered to the hospital and the sleeve in question was not used in the surgery. There was no adverse consequence to the patient. This report is for one (1) 8.5mm/2.8mm wire sleeve. This is report 1 of 1 for (B)(4).